Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while due for a full supply change and received agent-assisted replacement of a 23 in, 6 mm infusion set, along with educational resources for site changes. Symptoms included elevated blood glucose to 257 mg/dl without reported acute complications. Outcomes included no medical intervention, no use of backup therapy, no ketone testing, and resolution of high glucose within less than one hour. Investigation included troubleshooting and education. Investigation of this case revealed an unclear cause of hyperglycemia with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.